Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor smooth round spectrum saline breast prosthesis being used in a breast reconstruction was found to have trouble to remove the expansion fluid during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On december 29, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2023, mentor completed evaluation of the returned fill tubing system. Evaluation summary: the injection system was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that only the injection system was received with the connector and tubing attached. Leak testing was performed, in accordance with mentor procedures, and the liquid could not fluid through the injection system. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Through the assessment, it was identified that the injection port is a component provided by a supplier. The supplier evaluation confirmed the presence of occlusion at the dome-tubing joint that obstructed the flow of fluid through the valve. The supplier has taken corrective actions to reduce the occurrence of this defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 10, 2023, mentor reassessed the case as a serious injury as the patient required a second surgery to complete the procedure. In addition, it was confirmed the fill tubing from the device, not the device itself, was returned. Manufacturer¿s reference number: (B)(4).